Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) was pressurized to 16 atm and the stent was deployed. Upon withdrawal of the entire system, the sds became separated in two pieces. No intervention was required to remove the device. Reportedly, there was no pt injury.